Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was prompting an error 1 message when he was attempting to test his blood glucose. Per the ot ultra2 owner's booklet, the error 1 message prompts when there is a problem with the meter. The patient contacted lfs on (B)(6) 2012 to report that he had not yet received his replacement meter and he was unable to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012, in the morning, the patient reported the alleged issue began. The patient reported that he manages his diabetes with a combination of novolog insulin pump therapy adjusting according to readings and carbohydrate intake with diet and exercise. The patient reported that he normally tests 4-5 times a day and his typical results range from "80-200 mg/dl." The patient reported on the evening of (B)(6) 2012, he took his usual dose of novolog insulin and went to bed. At approximately 2am, the patient reported his wife tried to wake him up just to check on him, and was unable to wake him. The patient's wife reportedly administered oral glucagon, and within 20 minutes, he was responsive and alert. The patient denied calling emergency medical services or being seen by a healthcare professional. The patient reported the following 2 days he continued to feel sick and was unable to go to work. The patient denied further treatment for an acute complication of diabetes. The patient denied having a back up meter to test on. At the time of troubleshooting, the cca determined this was not the first time the meter had been used. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged issue, he self administered an estimated dose of insulin and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began and required treatment from another person.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.